Event description:
It was reported that the screw in corner of the case for three external pulse generator (epg)s were loose allowing the gasket seal to come out. It was noted that the case was broken internally at the corner screw and case was no longer closed at the corner. It was further noted that an epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screw in corner of the case for the external pulse generator (epg) was loose allowing the gasket seal to come out. The lower case was broken and the main seal was pinched. At analysis it was determined that the epg failed the backlight on/off difference incoming test. It was noted that there was an issue with the connector on the main printed circuit board (pcb), the output connector assembly was broken, the upper case was dented, the keypad was scratched and the four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.